Event description:
Additional information received indicated that a system revision was performed where the right ventricular (rv) lead was surgically abandoned and successfully replaced with a new lead. The out of range pace impedance measurement was confirmed through a pacing system analyzer (psa). Further, the suspected subclavian crush was visualized through a fluoroscopy. The lead to device header connection was checked as well with consistently out of range impedance measurements. All measured values were very good with the new lead. The device remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range (oor) pace lead impedance (pli) measurement less than 200 ohms. Boston scientific technical services (ts) stated that the lead trends show this was a chronic issue. Elevated rv lead threshold measurements were noted as well. Electrograms (egm) reviewed showed noise on the rv and right atrial (ra) leads, that was recreated in-clinic with pocket manipulation and isometrics. The patient was not pacer dependent. Ts discussed programming options. The physician opted not to take action at this time. The system remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information received indicated that noise on the right ventricular (rv) lead continued to be observed and still was able to be reproduced with isometrics. Furthermore, a field representative reported that the source of the noise had not been identified. The patient has been scheduled for a lead revision. Additionally, reviewed data showed that the patient received inappropriate anti-tachycardia pacing (atp), several months prior, due to the noise. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.